Event description:
It was brought to my attention today, that one of the presource packs was stocked with ray tecs that do not work with our counting system. This is the first one that I have been made aware of and not sure how often this has happened.